Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that their wife experienced high blood glucose level over 600 mg/dl. Customer was treated with insulin pump. Customer stated that the drive support cap was normal. Customer stated that there was no air bubble and leak. Customer was not alleging insulin pump for under delivering. Customer stated that the cannula was bent. Customer declined troubleshooting for cannula bent. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.